Event description:
A family member reported that the ok button was intermittently responding and was getting worse over time. The family member also reported that the up arrow button didn't always work either. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp washcloth.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).